Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and high blood glucose levels. Customer's blood glucose reading was 600 mg/dl. Customer treated their high blood glucose via manual syringe. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, no delivery, displacement or verify the no delivery alarm due to the motor error alarm. The pump passed the idle current and run current tests. The pump was received with minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.